Event description:
A lifecor sales rep reported to customer support that while visiting a male pt for refitting, the pt was getting repeated alarms. A review of the downloaded data revealed no discernible signal from either ECG channel. The pt's monitor and electrode belt were replaced.

Manufacturer narrative:
Electrode belt- 11/2006. Monitor, 02/2002. Device evaluation summary: device evaluations of the returned equipment have been completed. The reported problem was confirmed. The cause of the lack of discernible ECG signals was a single bent pin within the electrode belt connector of electrode belt. The -5 volt pin had been bent over at a right angle preventing mating with the socket in the monitor connector. This resulted in open connection from the -5 volt supply to the ECG electrodes. The root cause of the single bent pin cannot be positively identified, but was likely due to mishandling. The single pin had somehow become misaligned, then was bent over in a 90 degree angle when the connector was forced into the mating connector. Monitor passed all functional tests. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt and monitor.